Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported, that during inspection, the camera head was connected to control unit but there was no signal and no picture. No patient were involvement.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted scratched and worn connector contacts. Functional evaluation revealed that there was loss of image when the connector is moved. The complaint has been confirmed. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include excessive force used to insert or remove the camera head card edge connector from the camera control unit. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.